Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) observed foam at the rinse station and replaced two degassers. The fse adjusted the pressure of the low pressure pump and performed mechanical, photometer, and cell blank checks. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 4 umol/l. The sample was repeated and the result was 7.8 umol/l. The sample was also repeated on another c701 analyzer and the result was 7.9 umol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.